Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('severe joint and muscle pain') in a 51-year-old female patient who had essure (batch no. 634986) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("great fatigue"), tendonitis ("recurrent tendonitis"), pruritus ("itching"), anxiety ("anxiety") and general physical health deterioration ("degradation in state of health almost daily"), 10 years 8 months after insertion of essure. On (B)(6) 2020, the patient experienced impaired work ability ("inability to work"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue, tendonitis, pruritus, anxiety and general physical health deterioration outcome was unknown and the impaired work ability had not resolved. The reporter considered anxiety, fatigue, general physical health deterioration, impaired work ability, musculoskeletal pain, pruritus and tendonitis to be related to essure. The reporter commented: patient's current status: awaiting surgery. Inability to work, work stopped on (B)(6) 2020. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-oct-2020. The most recent information was received on 06-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('severe joint and muscle pain') in a 51-year-old female patient who had essure (batch no. 634986) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("great fatigue"), tendonitis ("recurrent tendonitis"), pruritus ("itching"), anxiety ("anxiety") and general physical health deterioration ("degradation in state of health almost daily"), 10 years 8 months after insertion of essure. On (B)(6) 2020, the patient experienced impaired work ability ("inability to work"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue, tendonitis, pruritus, anxiety and general physical health deterioration outcome was unknown and the impaired work ability had not resolved. The reporter considered anxiety, fatigue, general physical health deterioration, impaired work ability, musculoskeletal pain, pruritus and tendonitis to be related to essure. The reporter commented: patient's current status: awaiting surgery. Inability to work, work stopped on (B)(6) 2020. Lot number: 634986 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc. Quality-safety evaluation of ptc: unable to confirm complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-oct-2020. The most recent information was received on 1-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('severe joint and muscle pain / pain') in a 51-year-old female patient who had essure (batch no: 634986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("great fatigue"), tendonitis ("recurrent tendonitis"), pruritus ("itching"), anxiety ("anxiety") and general physical health deterioration ("degradation in state of health almost daily"), 10 years 8 months after insertion of essure. On (B)(6) 2020, the patient experienced impaired work ability ("inability to work"). On an unknown date, the patient experienced memory impairment ("memory disturbances") and myalgia ("muscle pain"). Essure was removed. At the time of the report, the musculoskeletal pain, fatigue, tendonitis, pruritus, anxiety, general physical health deterioration, memory impairment and myalgia outcome was unknown and the impaired work ability had not resolved. The reporter considered anxiety, fatigue, general physical health deterioration, impaired work ability, memory impairment, musculoskeletal pain, myalgia, pruritus and tendonitis to be related to essure. The reporter commented: patient's current status: awaiting surgery. Inability to work, work stopped on (B)(6) 2020. In a meeting of france 3 alpes with this patient, member of the resist [network of mutual assistance, support and information on tubal sterilisation] group, the toxicity of essure contraceptive implants was denounced. Consumer had essure removed. Lot number: 634986, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: health authority confirmed reporter's (patient's) full name, thus this record was detected to be a duplicate to record (B)(4) (MFR number 2951250-2021-00307) which will be deleted from bayer safety database. All information was transferred to this duplicate record, which will be retained. New: reporters (journalists) were added. New events added: myalgia and memory impairment. Essure was removed. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.